Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. Myocardial infarction is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was moderately tortuous, heavily calcified and restenosed. The xience xpedition 3.0 x 23 stent delivery system did not cross the lesion due to the patient anatomy. It was further reported that the difficulty in navigation led to an elevation of the cardiac enzymes and a myocardial infarction was diagnosed that was not treated with medication. A non-abbott stent was used as treatment and to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. Evaluation summary: the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure.